Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air pen drive device power was too low and the device was noisy while running. It was further determined that the device failed pretest for check with test bench and record results; power: 30 to 80 watt(w) and speed: minimum 632 to 1032 rotations per minute at 6.5 bar ± 0.2 bar. It was noted in the service order that the device was unable to work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.